Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection. Engineering analysis and testing of returned products identified that any repeated, small movements of the lead terminal ring can create wearing of the lead terminal ring and generate microscopic particles, which may accumulate and oxidize over time. This can impact the connection between the spring contact and the lead ring, resulting in intermittent changes in impedance measurements.

Event description:
It was reported that the lead safety switch of this pacemaker was triggered due to right ventricular (rv) pace impedance greater than 3,000 ohms, which automatically changed the programming configuration to unipolar. Provocative testing did not produce any noise and impedance measurements in bipolar when measured in-clinic were normal. It was noted that this was the fourth such occurrence since april 2022. The available stored episodes suggested appropriate sensing and detection of atrial tachy response and ventricular episodes over the past year. Technical services suggested programming a split configuration with unipolar pacing and bipolar sensing. The pacemaker and rv lead (non-boston scientific product) remain in service and no adverse patient effects were reported. It was additionally reported that the rv threshold was questionable with possible failure to capture. Technical services recommended continuing routine monitoring.